Manufacturer narrative:
One device was received evaluation. Visual inspection was performed. Functional testing was able to confirm the reported problem. It was determined that the downstream occlusion seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion seal was ripped and bubbled. The event occurred during testing.